Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure during which the device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 125 ohms. The device was reprogrammed to detect shock impedance measurements of greater than 150 ohms. There were no adverse patient effects reported. The system remains in service.